Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4 was not opening. The field service engineer confirmed no issue with the drawer. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system cubic drawer was not opening. The customer added that this malfunction caused a slight delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.